Manufacturer narrative:
B5: added additional information.

Event description:
The patient's hemolysis has continued to be an issue on bivad support. Unfortunately, the 5.5 was discarded and is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 36-year-old male with cardiomyopathy and pre-support scai shock stage d was supported with an impella 5.5 via right axillary surgical access on (B)(6) 2026. During support, the patient developed laboratory evidence of hemolysis, characterized by a progressive increase in ldh peaking at 1600 and elevated plasma free hemoglobin, with two values exceeding 40 mg/dl within 24 hours, including a peak of 110 mg/dl. Despite these findings, device flows remained appropriate, urine color was clear yellow, and cbc remained stable. Repositioning under imaging was discussed but not performed, as positioning was deemed satisfactory. Anticoagulation management was adjusted from bivalirudin to heparin (ptt goal 50¿70), pump speed was reduced to p5, and inotropic support with dobutamine was increased. The device was not removed due to a suspected device malfunction. The patient underwent planned escalation to bivad support, and the impella was explanted on (B)(6) 2026 with catheter retention per recommendation. The patient survived to explant and was bridged to lvad. The relationship between the device and hemolysis remains unclear and contribution to the reported hemolysis cannot be excluded.